Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose level was 9.4 mmol/l. No significant events leading up to the alarm were recalled. The customer was advised to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The pump was received with intermittent button response due to moisture damage on the keypad traces. No button error alarm during testing. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, and cracked battery tube threads.